Event description:
It was reported that the coil was inserted into a guidecatheter. While pushing the coil through the catheter, the coil became completely detached from the pusher wire. The coil was trapped with another wire and entire system was withdrawn successfully. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
A follow-up report is being submitted to include correction from: fei-based, to: cfn based. Fei was selected in error on our initial report. The patient identifier in section a1 has been changed to: (B)(6). Items returned for analysis: implant. Items not returned for analysis: shrink lock. Dispenser hoop. Controller. Pusher. Microcatheter. Introducer. During visual inspection, it was found that the implant was stretched at the proximal end. The implant was returned separated from the pusher; furthermore, the implant coils of this material number (45-750617) are not manufactured with stretch resistance monofilaments. The pusher was not returned for evaluation; therefore, an analysis of the pusher's monofilament could not be assessed to determine the mode of separation. The investigation of the returned coil system found the implant stretched at the proximal end and separated from the pusher. The pusher was not returned for evaluation. Without the return and evaluation of the pusher and its attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that the coil was inserted into a guidecatheter. While pushing the coil through the catheter, the coil became completely detached from the pusher wire. The coil was trapped with another wire and entire system was withdrawn successfully. No patient harm or injury was reported.